Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
The customer reported that the backup alarm failed, at which time it annunciated an alarm. The device was not in clinical use. There was no patient harm. The customer decided not to wait for the field service engineer to evaluate the device because of the high demand for the device. The customer repositioned the printed circuit board assemblies, which resolved the issue. The customer returned the unit to service.